Event description:
The stent would only deploy partially and when attempting to recaputre the stent, the stent broke. A portion of the stent was retrieved and another portion could not be retrieved and was left in the patient. A second stent was placed successfully and no further adverse effects to the patient were reported with device portion or second stent.

Manufacturer narrative:
The info received relating to this event is currently being investigated. A f/u MDR will be submitted with the investigation conclusions.